Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site, which is more intense when she lies down. The patient stated she has lost weight and the ipg moves in the pocket. Subsequently, the patient will meet with the physician to discuss surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was relocated. It was noted 2 extensions were added to the existing lead during the same procedure.